Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 210mg/dl (this was the only reading provided in the reported issues). Tests were done less than 10 mins apart with a difference of greater than 20%. Pt did not experience any adverse event. No further info has been reported.